Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that twenty-four hours following an intraocular lens (iol) implant procedure, the lens had shifted 90° counter clockwise. The lens was rotated, however, the patient noticed a decrease in vision when it moved the second time later that day. The lens was later exchanged.